Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2019, an avr was performed in another hospital (newheart watanabe institute) and a 19mm trifecta gt valve was implanted in the patient's aortic position due to aortic regurgitation. Cardiac murmur was confirmed on the patient in a clinic, and the patient was referred to yamato seiwa hospital. Severe aortic stenosis was confirmed by transesophageal echocardiogram, and a re-do avr will be performed on a later date. From computerized tomography, the 19mm trifecta gt valve seems to have been implanted in the annulus in which a larger valve size could have been implanted, or it might be due to pannus formation. The surgeon does not think the issue is due to patient-prosthesis mismatch (ppm).

Manufacturer narrative:
Additional information: g3, g6, h2, h3,h6, h10. An event of stenosis was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis; however, imaging was received for analysis. Based solely on the aforementioned imaging, the valve appeared stenosed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.